Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, the pump touch screen was unresponsive. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.